Manufacturer narrative:
A medtronic representative went to the site to test the equipment. It was reported that the issue was caused intermittently by the handswitch. To restore functionality, the handswitch was replaced. The imaging system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation. Supplemental aro information is as follows: (B)(6). Number of persons exposed: 1. Number of persons adversely affected: 0.

Event description:
A manufacturer representative reported that, on behalf of the site, the imaging system displayed an early termination of image acquisition error message during a 3d image acquisition for a spinal fusion. A second image acquisition was successful and the site continued with the procedure. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no reported impact on patient outcome. No additional information was provided.

Manufacturer narrative:
The hand switch was returned to the manufacturer for analysis. The hand switch was found to physically damaged with a broken hanger and a rattling sound when shaken. Logs were evaluated and the software investigation found that the reported event was unrelated to a software issue. The software functioned as designed.